Event description:
In late 2008, the pt reported that 5 hours ago, before bed, she noticed her blood glucose was elevated to 389 mg/dl and she bolused to lower her readings. She stated that her blood glucose is still elevated and she has been vomiting. She had bolused 9 units of insulin prior to the report. Her normal blood glucose level is 130 mg/dl. Troubleshooting did not reveal any product issues. She was advised to change her infusion site as a precaution. The pt called back 30 minutes later and stated that her blood glucose measured 379 mg/dl and she had not yet changed her infusion site. She was advised to change the infusion site and to contact her physician. The same day, the pt reported that she had gone to the emergency room and she was treated with an IV and insulin. When she arrived at the hospital her blood glucose was "almost 500 mg/dl" and when she was released it had lowered to 200 mg/dl. She stated that her blood glucose was still elevated at 222 mg/dl. She stated that she had not changed her infusion site and she was advised to do so. When she removed the infusion site the cannula was bent. Upon follow upon six days later, the pt stated that her blood glucose returned to normal after inserting a new infusion site. Product was requested to be returned for evaluation.